Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate the device serial number. The reporter indicated the device would be returned, but that serial number was unknown. To date apollo has not received the device. If returned, visual examination may determine the connecter type associated with this event. The reporter of the event was asked to provide further information regarding the any diagnostic testing performed. To date, no additional information has been received by apollo. Device labeling addresses possible outcomes of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "band port fail." The patient complained of no restriction, and the "port [was] pressurized and unable to contain pressure." The patient's lap-band port was removed and replaced.